Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 9 of 9 MDR's filed for the same patient (reference 1825034-2014-04158 and 2016-01495 / 01496 / 01498 / 02044 / 02045 / 02046 / 02048 / 02051). Product location unknown.

Event description:
It was reported in operative notes received that patient underwent a revision procedure approximately four (4) months post-implantation due to femoral instability and a femoral fracture. During the procedure, the femoral component was removed and replaced. Cables were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.